Event description:
It was reported the physician repositioned the ipg pocket site from the left side of the body to the right side due to persistent pain on (B)(6) 2013. It was reported the patient had effective stimulation postoperative. Follow up at the postoperative appointment identified the patient was well with the new site, and the system was providing effective stimulation. It was reported the pain at the ipg site was due to an automobile accident which occurred on (B)(6) 2013.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.